Event description:
It was reported that the procedure was to treat a lesion in a saphenous vein graft (svg) in the diagonal artery. An unspecified stent was previously implanted stent in the svg. A 3.5 x 15mm xience skypoint stent delivery system (sds) was to be advanced to the target lesion; however, the stent met resistance at the proximal third of the lesion. The sds could not longer be advanced; and therefore the sds was attempted to be removed from the patient. However, resistance was also met during removal of the sds. After several attempts were made with force; the sds was removed from the patient. But, it was observed that the stent was no longer on the balloon and remained in the patient. Therefore, an unspecified 1.5mm balloon was advanced to the stent and inflated. The physician attempted to remove the stent and balloon as a single unit; however the stent could not withdraw into the guide catheter. Then, the physician unsuccessfully attempted to use a snare to remove the stent. The patient was taken to surgery where a cutdown procedure was performed on the common femoral artery and the stent was removed successfully. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy during advancement causing the reported failure to advance. During removal continued resistance was felt with the anatomy causing the reported difficulty to remove. Force was used to remove the delivery system causing the reported stent dislodgement with removal of a foreign body and surgical intervention. The reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.